Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier jaws locked in the trocar. There were no pt consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.